Event description:
The manufacturer received information alleging ventilator maintenance required. There was no harm or injury reported. An error code related to the oxygen blending module (obm) was observed. Err_obm_accy_urgent_service is potentially a failure of the oxygen blending module, which may impact therapy (delivery of o2). Calibration was attempted, but it did not resolve the issue. The obm board was found to be faulty. The problem was resolved by replacing the obm board and obm gasket kit.